Manufacturer narrative:
Sientra complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Right-side suspected rupture.

Manufacturer narrative:
Sientra complaint #: case (B)(4). MRI results completed on (B)(6) 2022 did not confirm the suspected rupture of the right side. At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.